Event description:
During a routine device exchange procedure, insulation damage was observed on the right atrial (ra) lead body. No electrical anomalies were noted and it is suspected that the damage occurred during the procedure. The ra lead was repaired with a silicone sleeve during the procedure to resolve the event. The patient was stable.